Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
On (B)(6) 2017, the patient underwent a right knee revision due synovitis and patella component loosening at the cement to implant interface. The patella component was the only product revised. Depuy cement was used during the primary operation. Doi: (B)(6) 2015; dor: (B)(6) 2017 (patella component and depuy cement); right knee.